Manufacturer narrative:
Device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis. Attempts to receive further information regarding the event were unsuccessful and no additional information was obtained. There was no indication of a quality deficiency of the device; however, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent aortic valve replacement (avr) after an implant duration of seven (7) days due to unknown reasons. No additional details were provided.